Manufacturer narrative:
Tw (B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/03/2026. An investigation was conducted on 03/03/2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000505444 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. [Ncmr #18470-during roof repair activities at the wayne, nj facility, debris including material fragments and screws fell onto packed product stored in the warehouse. The incident was identified and reported to quality by warehouse personnel.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site postal code exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the heating wire from the vasoview hemopro 2 became detached during the procedure. The endoscope was within the cannula before the harvesting tool was inserted into the cannula. No resistance noted while inserting the harvesting tool into the cannula. Nothing was detached inside the patient. A procedural delay occurred. Another new device was opened to complete the procedure. No patient harm was reported, and no additional treatment was required.